Event description:
It was reported "the staplers jam when using them". A new stapler was used to complete the procedure. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the staplers jam when using them". A new stapler was used to complete the procedure. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4). Complaint verification testing could not be performed as the sample was not returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 34 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot number 73e2400020 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - other" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.